Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found errors 32056 on universal surgical manipulator (usm) 2. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and installed onto a golden system where 32056 error was triggered, replicating the reported event. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the yaw searchlight printed circuit assembly (pca) and flat flex cable (ffc) was found to be the root cause of the reported event.

Event description:
It was reported prior to starting a da vinci assisted foregut surgical procedure, a recoverable 32056 error was identified on universal surgical manipulator (usm) 2. Customer stated that they have attempted to power cycle the system a couple of times, but the fault immediately returned. Technical support engineer (tse) asked if the surgeon was able to use 3 usms instead of 4. The customer reached out to the surgeon and stated that they proceeded with 3 usms only. The procedure was completing as planned with no reported injury.